Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of ventricular output connector was broken on the external pulse generator (epg). It was also determined at analysis that the hanger and lower case was broken, and five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generators (epg), ventricular chamber was broken. The epg was returned to service and repair. There was no patient involvement.